Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, automatic mode switch (ams) episodes due to far r oversensing was noted. No intervention was performed, and the pacemaker remains implanted. No patient consequences were reported.